Event description:
Nurse called to pt room - states pca pump will not quit running. Pca pump #hal504 did not finish until it administered a loading dose of 106.8mg demerol and a demand dose of 25mg. Loading dose had not been programmed into the pca pump. Pump has been checked by biomed. No malfunctions found. ? User error.